Event description:
During quality review process, unomedical has captured this incident and deemed it reportable. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set cannula did not insert all the way which led to high blood glucose levels because insulin was not delivered. At the time of the event, the patient's blood glucose level was 512 mg/dl, so he gave himself insulin injection and changed the infusion set. Consequently, he went to the emergency room with blood glucose level of 487 mg/dl and he was administered insulin drip intravenously, fluids, potassium and tylenol. He stayed there for four hours and left from the emergency room with blood glucose level of 312 mg/dl. Subsequently, on (B)(6) 2019, he was transferred by bed to hospital (intensive care unit). Reportedly, he had moderate ketones and during hospitalization, he received insulin drip intravenously, fluids, potassium and tylenol as corrective treatment which resolved the issue. On (B)(6) 2019, he was discharged from the hospital with no permanent damage. Moreover, there was no damage when the package was first opened. No further information available.